Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent as appropriate.

Event description:
It was reported the plaintiff was implanted with a sparc sling on or about (B)(6) 2006 with the intention of treating her for urinary incontinence. Following the implant surgery, the plaintiff had trouble urinating, could not stand for prolonged periods of time, and suffered pain on an ongoing basis. She suffered from numerous infections and experienced pain during intercourse. The plaintiff experienced significant physical, psychological, and emotional pain and suffering, has undergone surgeries and hospitalizations, and sustained permanent and debilitating injuries, as well as continued problems with incontinence. The plaintiff suffers from chronic and debilitating pain, as well as significant psychological stress and depression.